Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was not able to get insulin to go from the reservoir to the infusion set. Customer's blood glucose was unknown mg/dl. Customer was advised that may be an occlusion on set/reservoir. The customer was advised that the we would send out replacements sets.